Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caspar distr pin, per information received via medwatch (B)(4). A 12mm distraction pin used with caspar retractor broke during the procedure. The distraction pin sheared off flush with the cervical bone c6 and was unable to be retrieved by the surgeon. The incident occurred in (B)(6) 2020 during an anterior cervical discectomy with fusion (acdf) c6-7. Additional information was not provided but has been requested. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacture date: updated investigation results: the product was not received for investigation. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. In similar cases the breakage of the pin was related to mechanical overstress (simultaneous occurence of bending and torsion). A CAPA is not necessary.